Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in their reservoir. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer states they would be changing out their set and reservoir. The line disconnected before troubleshoot could be complete.